Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-nov-2017 with the following findings: during investigation, multiple occlusion alarms were observed in the black box; the force at the time of occlusions was high. The rewind, load cartridge, and prime steps were performed successfully with no alarms recreated. The pump was found to detect the correct force. The pump was exercised for 24 hours with no occlusions occurring.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.